Event description:
Caller reported a cartridge alarm and confirmed they had previously experienced similar alarms with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The resolution involved replacing the pump; the customer was advised to continue using the current pump until the replacement arrived. Technical support provided the customer with instructions regarding storage mode, returning the faulty pump, and details on using the updated software with the replacement pump. Caller understood and acknowledged these instructions.